Manufacturer narrative:
Other relevant device(s) are: enlw1613c124e, v00957228, enew1313c82e; v00956169, enlw1613c93e; v00957945 .

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 56mm in diameter abdominal aortic aneurysm. The proximal neck was 22 mm in diameter and 51 mm in length. It was reported that the patient expired. The cause of death is unknown. No additional information is known at this time.

Event description:
It was reported that the cause of death was respiratory failure (acute on chronic hypoxemic respiratory failure), interstitial lung disease and chronic obstructive pulmonary disease. The investigator changed the event relationship from unknown to no relation to the device and procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.